Event description:
The angioguard's delivery (lot 70608502) and the stent placement were successful. The patient's blood pressure dropped following the procedure. The blood pressure pre-procedure was 123/58 and post-procedure, 97/57. He was given ephedrine hydrochloride and recovered on the same date of the procedure. The patient had no neurological symptoms. Pta was performed on a lesion in the left internal carotid artery with 95% stenosis present. There were mild calcification and no vessel tortuosity. The diameter of the vessel beyond the lesion was 3.5mm. There was no difficulty accessing the lesion with the guidewire. The product was properly inspected and prepped prior to insertion. The lesion was pre-dilated with a submarine balloon, (lot: op105209101) and post-dilated with an amiia, (lot: r0208574). There was no difficulty placing the angioguard (lot 70608502). The filter basket had good wall apposition when positioned distal to the vessel. The stent was successfully deployed and fully expanded. There was no difficulty retrieving the basket into the delivery sheath and it was fully closed when pulled back through the stented area. There was debris found in the basket when retrieved.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.